Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the valor nail external outrigger was distorted and the valor nail would not align appropriate with the drill guide holes when correctly assembled. It was noticed upon surgeon inspection and attempt to check the drill guides lined up with the screw holes in the nail, visually it was evident that they were incongruent. Additionally, it was reported; the procedure was extended however the length of the extension is unknown.

Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: scratches and blemishes consistent with reusable devices can be found all over the instrument. Deformations can be seen at the base of the targeting guide most likely resulting from blows applied with the slap hammer. Key measurements taken were all found to be within dimensional specifications. The length of the metallic arm of the instrument was measured to be 5.769 in. The diameter of the rectangular and circular screw holes was measured to be 0.650 in and 0.453 in respectively. A functional test was performed with the instrument conforming to specifications. The targeting guide was found to align properly with a 10mm x 150mm valor nail after setting the instrument to different positions. Different sized valor nails were also assembled and found to align properly with the targeting guide. A drill bit was successfully passed through the both the targeting guide and the valor nail with no issues noted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the valor nail external outrigger was distorted and the valor nail would not align appropriate with the drill guide holes when correctly assembled. It was noticed upon surgeon inspection and attempt to check the drill guides lined up with the screw holes in the nail, visually it was evident that they were incongruent. Additionally, it was reported; the procedure was extended for 10-15 minutes.